Event description:
It was reported that the helix would not retract when attempting to reposition the lead in the atrium. The physician had to ultimately turn the entire lead body to disengage the lead from the myocardium. When this was done the helix popped back in. The lead was taken out of the patient and examined on a sterile table. It was noted that the helix could not be extended. A new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the distal conductor fractured due to overstress, the inner insulation was kinked/buckled, the inner insulation was pulled apart due to overstress, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead was stretched. The helix would not extend and retract because the distal coil was distorted and fractured within the connector.